Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: the product investigation result is not yet complete at the time of submission of this report. A supplemental report will be submitted once it is finalized in order to communicate the findings of the investigation.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate walled-off necrosis (won) during a pancreatic cyst gastric (intestinal) bypass surgery and endoscopic ultrasound (eus) performed on (B)(6) 2026. During the procedure, upon attempting to deploy the first flange of the axios in the target site, the physician reported that the stent did not deploy. It was reported that the distal flange was fully deployed. The procedure was able to be completed with a different device. There were no patient complications reported as a result of this event.